Event description:
4-5 employee were claimed to have broken out with rashes on their hands after wearing the gloves. One of them went to see a physician and given prescriptive cream to use. The glove was new to the facility.